Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified the pebax and the tip were broken and wires exposed. It was reported that the carto 3 system displayed a map sensor error (error code 170) when the catheter was introduced into the body. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 05-dec-2024, observed the pebax and the tip were broken and wires were exposed. Multiple attempts have been made to obtain clarification to the returned condition. However, no further information has been made available. The event was originally considered non-reportable, however, bwi became aware of the pebax and the tip were broken and wires exposed on 05-dec-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation on 18-sep-2024. A visual inspection evaluation and magnetic sensor functionality test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed that the pebax and the tip were broken and wires exposed were observed. The device was connected to the carto 3 system, and it was recognized; however, during the test, error 105 was displayed due to an open circuit in the tip area. Due to the condition observed in the pebax, a manufacturing meeting was requested and it was determined that this type of failure was not related to the manufacturing process since no manufacturing related factors were identified as contributing causes for this issue. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The magnetic sensor issue reported by the customer was confirmed. The potential cause of the broken condition in the tip could be related to the handling of the device during the procedure; however, this can not be conclusively determined. The potential cause of the open circuit and pebax condition could not be determined. The tip and pebax condition were not related to the reported event. The catheter instructions for use (IFU) contains the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. Carto 3 system IFU contains the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿map sensor error (error code 170)¿ issue. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿pebax¿ issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿tip¿ issue. Manufacturer¿s reference number: (B)(4).